Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's son called technical services and stated the patient disconnected from the liberty cycler while in dwell 2 and went to the hospital for feeling full and having hard time breathing. On follow-up with the patient's nurse she confirmed the patient was admitted on (B)(6) 2016 for fluid overload. Patient's nurse stated she was not sure of the exact cause of patient's fluid overload; however she believes patient may have experienced the fluid overload while connected to the cycler. Patient was discharged and symptoms of fluid overload were resolved. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) and completed her treatments; thus no treatments were missed.